Manufacturer narrative:
On 09/20/2018 it was reported to mentor that the replacement devices were saline mentor smooth round moderate profile 300cc. In addition, the patient experienced capsular contracture on the left breast implant. (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 325cc and experienced deflation on the left breast implant. As a result, the patient underwent removal of the implant on (B)(6) 2018. The device was returned to mentor without fluid inside. Red and white material were observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, the product evaluation (pe) team observed parallel lines of creases on the anterior view that extended to the posterior view. A rent was discovered within a crease on the anterior view measuring approximately 0.7 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The product evaluation team concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the red and white material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 325cc and experienced deflation on the left breast implant. As a result, the patient underwent removal of the implant on (B)(6) 2018.

Manufacturer narrative:
On 09/21/2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. Red and white material were observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, pe observed parallel lines of creases on the anterior view that extended to the posterior view. A rent was discovered within a crease on the anterior view measuring approximately 0.7 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Pe concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the red and white material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Pe concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. (B)(4).